Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to helix damage. This lead was never in service and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.